Manufacturer narrative:
D2b: pro code (product code): fge, lit g4: premarket / 510(k) #: k141521, k141597. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the reported lot number would not populate on gcms at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel shunt vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.